Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was not confirmed. However during evaluation, it was noted that that the device motor and resistor were worn, the connector was loose and heated up. It was further determined that the device failed pretests for break out box motor assessment, temperature assessment and connector loctite assessment. The assignable root cause was traced to component failure due to normal wear. (B)(4).

Event description:
It was reported that during service and evaluation, it was determined that the motor device motor and resistor were worn, and the connector was loose and heating up. It was further determined that the device failed pretest for break out box motor assessment, temperature assessment and connector loctite assessment. It was noted in the service order that it was reported from switzerland that the device did not work prior to surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.